Event description:
Customer reported the unit was not powering up.

Manufacturer narrative:
It was reported when customer connected the motor to the board, the voltage decreased. The power harness was burnt. No injuries, any visible flames, or smoke emission was reported not fire department was called.